Event description:
Caller reported that the pump became hot to the touch while it was charging. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.